Event description:
Consumer complaint of low blood results. Caller normally is within 220-230mg/dl two hours after meals. Based on parkes error grid analysis, the bias between the lowest normal results (65) and the normal result (230) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).